Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported both of patient's ipgs became inoperable following an unrelated surgery where the ipgs were not put into surgery mode. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which both ipgs were explanted and replaced. The cervical ipg was also repositioned. Therapy was restored post-op.